Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that a novasure endometrial ablation was completed on (B)(6) 2018 with no issues. On (B)(6) 2018 the patient developed a fever and chills and was admitted to the hospital. A blood culture was positive for enterococcus and the patient received IV antibiotics for 3 days. Infection/endometritis can occur after any intrauterine procedure including endometrial ablation and is likely due to colonized organism in the upper genital tract which ascend during the procedure and develop into infection. Patient is now doing well.